Event description:
The customer reported that they got a message telling them to insert a battery into the device. There was no report of any patient involvement.

Manufacturer narrative:
(B)(4): the customer reported that they got a message telling them to insert a battery into the device. There was no report of any patient involvement. The complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.